Manufacturer narrative:
The product was returned for evaluation. The swan-ganz catheter was received with contamination shield and introducer seated to catheter body (introducer tip is 33 cm area and 108 cm area proximal end of contamination shield). The customer report of "inaccurate blood temperature measurement was observed on the second day of use" was confirmed. The contamination shield and introducer were removed from catheter. A kink was found on the catheter body 108 cm from the tip. The catheter was connected to the vigilance I (monitor ID; (B)(4)) and the vigilance ii (monitor ID; (B)(4)) monitors for 5 mins with no error message displayed. The thermistor was tested and readings were found to be outside established specifications. Thermistor and thermal filament circuit were continuous and there were no open or intermittent conditions observed. No visible inconsistencies were observed on eeprom data. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. Balloon inflated clear, concentric and remained inflated for more than 5 mins. All through lumens were tested for patency and leakage as follows: a 12 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized by compressing the syringe plunger. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body (other than kink at 108 cm area) or returned monoject 1.5 cc limited volume syringe. Visual examination was performed under microscope at10x magnification. Thermistor resistance testing was performed per procedure with the vigilance ii monitor and the thermistor ratio calibration was found to be out of specification. There were no other problems observed with the catheter. It is also unknown as to why the thermistor seemed to function normal the first day, but the resistor being out of specification would account for the incorrect readings seen the second day and during testing. Three possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distribution. Lot no. 58943211: expiration date 04/01/2012; approximate age: 4 months; manufacture date 10/25/2010. Lot no. 58947912: expiration date 05/01/2012; approximate age: 2 months; manufacture date 12/10/2010. Lot no. 58956100: expiration date 05/01/2012 approximate age: 3 months; manufacture date 11/24/2010. Additional investigation is pending. A supplemental report will be provided.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Manufacturer narrative:
The out of spec condition was found to be related to the manufacturing process. The involved part is provided by a supplier. Corrective actions were already opened to the supplier. No additional actions will be taken at this time.

Event description:
It was reported that "inaccurate blood temperature measurement was observed on the second day of use. The blood temperature value shown on vigilance ii monitor was 34 degrees c, but the body temperature checked by a thermometer was 37 degrees c. The temperature taken by the thermometer seemed to be accurate considering the patient condition. Co measurement was running properly. The proximal injectate lumen was being used for heparin lock injection and the distal lumen was being used for pressure monitoring." No patient injury was reported.